Event description:
It was reported by the customer that a pt desaturated and the sys did not alarm. Specifically, they indicated that the psn had a "no communication" error code at the view. Further, it was noted that when the nurses went to the room and indicated that the radical 7 was not alarming audibly, when the nurse looked at the pt, the pt was in distress.

Manufacturer narrative:
Trend data was downloaded from the customer's safetynet sys and reviewed with the customer. The trend data indicated that the radical-7 was monitoring and generating alarms. In addition, the safetynet sys was sending event notifications from this radical-7 to the customer's notification gateway during the period in question.